Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urge incontinence and urinar y/bowel dysfunction. It was reported that they were feeling weird sensations on the side of their body from time to time, they mentioned that they can feel it now but if they starts walking they forget about it. They didn't want to call it pain but described it as discomfort in their ankle, legs, and sometimes in their hip area. Patient mentioned that the sensation started near to the implant date. The patient said they saw their healthcare provider (hcp) a couple of weeks ago, and the surgeon told them to turn the device off to see if the sensation would go away. The patient stated they went to their chiropractor, who used radio stimulation on them, so they turned off the device for the first time. When they turned it back on, they felt a fluttering sensation in their groin area, leg, and hip. The patient also mentioned that they wake up every morning and can hardly get out of bed, and that's the side where their arthritis in their back bothers them the most, which was where the device was located. The patient was redirected to their healthcare provider to further address the issue.